Event description:
It was reported that the insulin pump alarmed for motor error during the bolus process. The reporter did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. No motor error alarms noted. Motor was tested outside the device and passed. Minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.